Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). The device was returned for analysis. The unit returned has distal tip damage, as part of overall visual revision. The device has the distal tip kinked and stretched; besides, the core wire is broken approximately at 329.7 cm from the tip, the other section of the core wire is attached to the ball weld of the tip. Overall length and outer diameter of the distal tip could not be performed due to distal tip stretched. Outer diameters of the middle and the proximal section of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 18-dec-2017. It was reported that a rotawire was defective. A rotawire¿ and a rotablator burr were selected for use. It was noted that a rotawire¿ was defective. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the core wire was broken.